Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation concomitant medical products: 375cc saline mentor smooth round moderate profile, catalog # 3501660, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent primary breast augmentation with saline 375cc mentor smooth round moderate profile breast implants and experienced deflation on the left side post-operational. The deflation was confirmed by the physician upon physical examination. As a result, the patient underwent bilateral device removal and replacement with 375cc saline mentor smooth round moderate profile breast implants, catalog number 3501660 on (B)(6) 2019.

Manufacturer narrative:
On 12/17/2019, the product investigation was completed. Device investigation summary: during evaluation of the device a crease was noted on the posterior aspect. Also a tear was observed within the crease measuring approximately 0.3 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).